Manufacturer narrative:
A ge oec service representative investigated the issue and replaced ps3 power supply to repair the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 8800 fluoroscopy system had a vertical lift column that failed.